Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they had a peripheral neuropathy and that is why they have the implant. The problem was once their implant was charged and they went to lie down they get electric charges up and down their spine and it was most uncomfortable. Patient stated that this has been an issue for more than a year and also why they stopped using the implant. Patient worked with their manufacturer representative (rep) and tried different things but still didn't work. Patient was not getting relief and was just uncomfortable. Agent reviewed information and redirected to healthcare provider (hcp).